Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a hip liner, head and stem to a res mod cone/ conical with 36 head and insert due to peri-prosthetic fracture.